Event description:
It was reported that the patient went to their dermatologist and was diagnosed with a skin infection identified as a staph infection. The site was irritated. For treatment, the patient was prescribed topical ointment mupirocin. The pod was worn longer than 48 hours on the abdomen. The patient was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.